Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the heavily calcified left common femoral artery was attempted using a proglide device after percutaneous transluminal coronary angioplasty. Reportedly, resistance was felt during advancement of the starclose se thumb advancer and the sheath did not split completely. The safety release mechanism was used, but the device was stuck in the vessel. The starclose se device was twisted and removed from the patient anatomy with the vessel locator wings open. Manual arterial compression and a pressure bandage were used to achieve hemostasis. Ultrasound performed the next day revealed a small hematoma. The hematoma was not treated. The patient is doing fine. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer/ splitting the sheath was confirmed based on the returned device condition. The reported difficult to remove and retraction problem could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The reported difficulties were concluded to be related to a potential product quality issue. The patient effect of hematoma and subsequent treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.